Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have a broken main tube at the distal end. Material approximately, 0.38" x 0.09", was missing and was not returned. As a result of the damage, the wrist assembly is no longer attached to the main tube at the distal end. Wrist assembly was returned separately with the instrument. The root cause of broken instrument main tube is typically attributed to mishandling/misuse. Failure analysis found the primary failure of a broken main tube to be related to the customer reported complaint. Additional observations not reported by the site were also identified. The instrument was found to have broken grip cables at the distal idle pulley. Root cause of broken grip cable ¿distal is attributed to a component failure. Failure analysis found the additional failure of broken grip cables to be related to the customer reported complaint. The instrument was also found to have a broken pitch cable at the wrist assembly. The broken cable segment that contains the crimp was still installed in the clevis. Failure analysis found the additional failure of a broken pitch cable at the distal end of the instrument to be related to the customer reported complaint. The root cause of a broken pitch cable is a component failure. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Please note that this revision of the grasper: the crimp is not readily visible during failure analysis. From engineering review, the crimp will not fall out unless the grip assembly is severely damaged. Because the grip assembly is still intact yet separated from the main tube, the crimp was still installed in the clevis. Review of the provided images is consistent with the reported failure. The grip appeared to be severely bent. A review of the device logs for the tip-up fenestrated grasper (part# 470347-12 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the tip-up fenestrated grasper was last used on (B)(6) 2022 via system serial# (B)(4). There were 4 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the wrist of the tip-up fenestrated bipolar forceps was dislocated and became unusable. The customer removed the instrument with the cannula. The instrument was then safely removed from the arm. The procedure was continuing as planned with no reported injury. After the procedure, the customer broken up the wrist part of the instrument with a plier and removed it from the cannula. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no fallen fragment in the patient's body because the site broke it outside the patient's body. The patient sustained no health damage including no bleeding or tissue damage. Due to this event, only 5-10 minutes prolongation was reported.